Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿ and analysis of the catheter found ¿catheter body ¿ broken¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500 mcg/ml at 170 mcg/day via an implantable pump. The indications for use were not reported and the patient¿s medical history included spastic cerebral palsy. The managing physician reported issues with the pump having increased residual volume (which did not match the printout) on (B)(6) 2017 and difficulty in accessing the cap (catheter access port) on (B)(6) 2017 when trying to check the patency of the catheter (no access). There were no symptoms or complaints from the patient or family of the therapy. The patient or family did not complain of withdrawal symptoms at all and no fevers were reported. The managing physician requested to have the surgeon revise the pump pocket due to the patient¿s obesity and the difficulty with accessing the port on refills. There were no environmental factors noted in the patient history, aside from patient¿s obesity causing difficulty in accessing port with refills. The managing physician also requested pump replacement with the pocket revision. The patient was scheduled for a pump replacement and pocket revision. When the physician opened the pump pocket, yellow fluid exploded outwards and about 50 ml total was aspirated from the pump pocket. The physician stated the pocket was infected and sent fluid to the lab for stat gram stain and surgery was cancelled. Per the reporter the infection was not discovered until the day of surgery upon opening the pump pocket. When the pump was removed, the pump segment at the connection broke off per the physician. There was complete explant of catheter as well as no free flowing csf (cerebral spinal fluid) was noted. The physician also ordered cultures of the catheter tip. Confirmation was received from the lab that the yellow fluid was negative gram stain. The issue was resolved at the time of the report. The patient status was noted as alive no injury and no further complications were reported.